Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical service (ts) was planning to slow down the rvr. There was no detection enhancements in ventricular fibrillation (vf) zone. Ts suggested could go to three zone device and have the rate changed if the health care professional (hcp) agreed. Moreover, the patient received sixteen shocks wherein there were two episodes and each delivered all possible therapy for the zone. Additional information indicates that reprogramming was done and that the therapy was exhausted. Further, the patient was admitted to the hospital. This ICD remains in service. No adverse patient effects were reported.